Event description:
The customer reported to olympus that an e101 error code occurred on the evis exera iii xenon light source during the diagnostic esophagogastroduodenoscopy (egd) and colonoscopy procedure causing a one-hour and forty-one minute delay. The error occurred in between the egd and colonoscopy and the patient was moved to another room to complete the colonoscopy. The procedure was started with moderate sedation and was finished under deep sedation with the anesthesia provider. The patient had known right upper quadrant abdominal pain before the procedure. The procedure was completed with another device. No patient harm was reported. Related patient identifier: (B)(6) evis exera iii xenon light source (clv-190 / (B)(6)).

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegations were not confirmed. However the evaluation findings are as follows: there was a bad scope socket causing an air leak and a b30 error, the front panel was cracked, the tear panel was broken, the top cover was in poor shape, and the bulb was found to be non-olympus on zero hours. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the b30 error code occurred due to a faulty scope socket. However, the root cause could not be specified. Additionally, a specific root cause of the e101 code could not be determined with the information received. The failure is suspected to be due to misuse by the user. Olympus will continue to monitor field performance for this device. This report has been submitted by the importer under this MDR report number 2429304-2023-00402.